Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a hypoglycemic episode after failing to meal announce, was treated at a hospital, was disconnected from the ilet, and received insulin injections; the healthcare provider later directed a factory reset prior to reconnection, which was completed with assistance, and the ilet was paired to the mobile app. Symptoms included hypoglycemia requiring oral glucose. Outcomes included hospitalization and medical intervention. Investigation included troubleshooting and education with device reset and re-pairing. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.